Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported false negative results on two (2) patients using binaxnow covid-19 self-test performed on an unknown date. This report addresses patient one (1) of two (2). Additional testing was performed at their doctor's office on an unknown date generating a positive result. No additional information, including patient outcome or treatment, was provided.